Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? No. - please provide the lot number: product received/lot. - device return status: returned. Evaluation: one empty opened foil, a paper lid and a winding former with a needle-suture combination of product code was returned for evaluation. In order to evaluate the condition of the returned sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Note: events reported on mw# 2210968-2022-04960. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture slid off the needle during a repair. Patient was sutured with different sutures without any concerns. No patient consequences.